Event description:
A customer contacted baxter regarding a patient line of a home choice cassette that disconnected and fell to the floor during a drain cycle while using the home choice. The technical service representative assisted the home patient in ending therapy. No patient injury or medical intervention was indicated at the time of the initial report. Baxter contacted the nurse to try and obtain additional information. The nurse was unaware of the event and had received no report of patient injury. Baxter then contacted the caregiver to obtain more information. The caregiver could not recall the event or any of the details associated. The caregiver did state the patient was doing well. The sample was unavailable and no more information was available.

Manufacturer narrative:
The sample was unavailable.